Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional information received. Currently, it is unknown whether the device may have caused or contributed to the reported event. The medical records indicate that the patient was treated for adhesions and recurrence both of which are known possible adverse reactions listed in the IFU. Additionally, no sample was returned for evaluation. With the currently available information, no conclusion can be drawn. The medical records refer to a bard flat mesh implant on (B)(6) 2005, however there was no indication that there were any issues related to this device.

Event description:
Based on medical records provided by the patient's attorney: on (B)(6) 2004 - patient underwent open umbilical hernia repair with a perfix plug. On (B)(6) 2005 - patient underwent excision of perfix plug and repair of recurrent ventral hernia with a bard flat mesh. It was noted that the perfix plug was bound to the small bowel and that it "had simple just torn the fascia more proximally as his repair had completely disrupted itself."